Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. Model #: sc-1200, serial #: (B)(4), description: precision montage MRI. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had infection at the incision site. Symptoms of fever and chills were noted. It was also reported that the physician did not believed that the infection was device related and the patients body mass index (bmi) was the cause of infection. The patient underwent an explant procedure.